Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1590. It was reported the pt was not receiving effective stimulation and chose to have his scs system explanted in (B)(6) 2011. Since that time the pt has been experiencing pain at the ipg implant site and pain down his leg. The pt was seen by a neurologist but he could not identify the source of his pain. It was recommended that the pt see his pain management physician to address his concerns. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall # - 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.